Event description:
This was a pca hip done on the early 90s whereby surgeon removed the worn osteolock cup and replaced it with a competitor cup. He used a 44 mm competitor liner and replaced the pca head with a 44 mm unitrax stryker head and pca sleeve. Hip adjustment was stable and length appeared to be adequate.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown osteolock cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.